Event description:
The facility reports the resident was being moved from the tub with the lift when pt began to slide underneath the safety belt. The resident slid to the floor with the carer trying to catch resident, to prevent the fall. The resident suffered a 1/2 cm laceration to the back of the head. An ice pack was applied and the bleeding stopped.

Event description:
The facility reports the resident was being moved from the tub with the lift when pt began to slide underneath the safety belt. The resident slid to the floor with the carer trying to catch her to prevent the fall. The resident suffered a 1/2 cm laceration to the back of head. An ice pack was applied and the bleeding stopped.